Event description:
Philips received a complaint by the customer on the v60 indicating that the unit had a low priority alarm that could not be cleared. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the unit had a low priority alarm that could not be cleared. Service was cancelled due to no response from the customer after 3 attempts to contact the customer. Service was cancelled due to no response from the customer after 3 attempts to contact the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.